Event description:
The customer reported that when the alarm activated on the ventilator, the remote nurse called led outside of the pt's room did not light per facility specifications. The ventilator was in use, and the customer reported there was no pt harm. The respironics service technician verified the customer reported problem. The service technician replaced the main printed circuit board (pcb) to correct the problem. Performance verification and extended self testing (est) was completed, and all tests passed per operating specifications.